Event description:
It has been reported to philips that the flexvision had a problem on the allura xper fd20/20 system. The system was in clinical use at the time of the event. No harm has been reported. The flexvision display was replaced as a resolution. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure, the procedure was aborted and the patient was moved to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc grabber card failed, the flexvision grabber card led indicator was abnormal. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. In the initial report it was incorrectly reported that the flexvision display has been replaced. The codes were updated based on the investigation. Health impact code and evaluation method code were corrected.